Event description:
It was reported that a patient had a surgical procedure to treat erectile dysfunction due to the inflatable penile prosthesis(ipp) pump not working. A patient outcome of successful was reported.

Event description:
It was reported that a patient had a surgical procedure to treat erectile dysfunction due to the inflatable penile prosthesis(ipp) pump not working. A patient outcome of successful was reported.

Manufacturer narrative:
An allegation related to device has mechanical issue was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested, and failed deactivation tested. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders had wear at a fold in cylinder body. Cylinder 1 has a hole in the outer tube attributed to wear at a fold; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Both cylinders were pressure tested and performed within specification. However, product analysis concluded that identified pump failed functional deactivation test was the most probable cause of the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.